Event description:
In the pta procedure to the heavily calcified cto lesion at anterior tibial artery, subject guidewire was advanced and crossing lesion was attempted. When the physician removed out the guidewire to perform tip reshaping, it was found that the polymer jacket was damaged and partly missing. Since crossing the target lesion was thought to be not possible, strategy was changed and blood flow was recovered with the treatment to posterior tibial artery and other artery. Pt. Is in good condition with no adverse effect, and has been released from the hospital.

Manufacturer narrative:
Investigation of returned device revealed that the polymer jacket over the coil section was broken of at distal end approx. 3mm and missing. Polymer jacket adjacent to the breakage site was found stretched. At 15mm-25mm from tip end, polymer jacket was damaged and overturned inside-out toward its distal adjacent. Tip approx. 25mm of the guidewire was roundly bent, coil was stretched for approx. 2mm but no breakage was confirmed. Lot history review revealed no anomaly relating with the reported event. With the obtained information and the outcomes of the investigation, it is inferred that excessive abrasive force might be worked to the guidewire when crossing the heavily calcified lesion was attempted, resulting the damage to the polymer jacket, partial overturn deformation inside-out toward distal adjacent over the coil, and partial breakage off for approx. 3mm at the distal end. The whereabouts of the broken off fragment is not identified, highly supposed to be left in the patient anatomy, in such consideration this report is filed.